Manufacturer narrative:
Product complaint #: (B)(4). Sent to the FDA: 10/22/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to obtain the following information, however not received to date. What post op date did the infection occur? Waiting doctor confirmation. Were cultures performed? If so, what are the results? Waiting doctor confirmation. Do you have any photos? Waiting doctor confirmation. The following additional information was received: what was the initial spine procedure date?: (B)(6) 2019. What medical / surgical treatment was provided to treat the infection?: 3 toilette surgeries. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)?: surgical site infection. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?: no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-procedure?: yes. Please describe where was the adhesive was applied on the patient?: over the wound on the patients back. Please describe how was the adhesive applied on patient?: it was correctly applied. What prep was used prior to, during or after prineo use?: previous to the surgery, povidone iodine. Before applying the device, alcohol to clean and dry the wound. Was a dressing placed over the wound? If so, what type of cover dressing used?: only prineo. What is the most current patient status?: the patient is going to be re-operated for the fourth time in a row. With this, is going to be the third time she¿ll be re-operated under a toillete surgery.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested and obtained: what post op date did the infection occur? Waiting doctor confirmation. The doctor don't answer and don't want to be contacted, were cultures performed? If so, what are the results? Waiting doctor confirmation. The doctor don't answer and don't want to be contacted, do you have any photos? Waiting doctor confirmation. The doctor don't answer and don't want to be contacted, what medical / surgical treatment was provided to treat the infection? 3 toilette surgeries. What is the most current patient status? The patient is going to be re-operated for the fourth time in a row. With this, is going to be the third time she¿ll be re-operated under a toilette surgery. Please clarify, what is the toilette surgery? A toilette surgery, means when the patient has an infected wound and consists in cleaning that wound from the infection manually since the antibiotics supplied are not enough.

Manufacturer narrative:
(B)(4). The following additional information has been requested but no response received to date: the following additional questions have been sent to bq: what was the initial spine procedure date? What post op date did the infection occur? What medical / surgical treatment was provided to treat the infection? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs / symptoms of active infection prior to this surgical procedure? Were cultures performed? If so, what are the results? Do you have any photos? Did the patient receive any prophylactic antibiotics pre-, intra- or post-procedure? Please describe where was the adhesive was applied on the patient? Please describe how was the adhesive applied on patient? What prep was used prior to, during or after prineo use? Was a dressing placed over the wound? If so, what type of cover dressing used? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a minimally invasive spine discectomy on (B)(6) 2019 and topical skin adhesive was used. Post operatively, the patient developed an infection and surgical intervention was performed on (B)(6) 2019. Additional information has been requested.